Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer believes the pump does not deliver a bolus when requested by the customer. No reported adverse impact to the customer's blood glucose. The customer declined to provide further information and declined to troubleshoot with tandem technical support.